Manufacturer narrative:
Justification for no UDI: this device was manufactured before UDI requirements. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device. The customer's report was duplicated and attributed to the integrated circuit on the digital board. The digital board will be replaced to resolve the report. The board was scrapped after testing. The analog board and lcd display will also be replaced to ensure compatibility. The device will be recertified and returned to customer once the repair estimate has been approved. Analysis of reports of this type has not identified an increase in trend.